Manufacturer narrative:
Final analysis found backup vvi mode was consistent with transient voltage fluctuation the cause is unknown. The device was tested on the bench and the backup condition could not be reproduced and the cause of the voltage fluctuation was not determined and normal device functionality was found. Further investigation is being done.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: event date